Event description:
According to the reporter, during a procedure, the surgeon felt something strange with the loading the cartridge to adapter for the first firing , however the firing was completed with no problem. The surgeon pushed the blue button and the silver button at the same time and tried to return the jaws to the straight position, however could not . Then pushed the blue articulation toggle, could return the jaws to the straight position and removed the cartridge. For the second firing, they connected a new cartridge and checked the jaws opening/closing, however a strange sound was heard. Replaced by another idrive device, the procedure was completed. After the washing, the sales rep set the device for checking. The sales rep connected the adapter to the handle, however the device happened to recognize the cartridge loading and the status indicators were illuminated blue once in a several times. Then connected a cartridge as a trial, pushed the silver rotation toggle and rotated the jaws counterclockwise, however they rotated non-smoothly. The status of the patient is no problem.